Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. Information contained on this report was previously submitted through psr on 22/apr/19 and 22/jan/19. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: deformation and was observed after autoclave cycle: cloudy gel and bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is pain, excess fluid build up and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side "excess fluid build up and pain" and "ptsd due to their breast augmentation". Device was explanted.